Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced personality module energy device (pmed) to resolve the issue. The system was verified and ready to use. The pmed was returned for failure analysis and the reported failure was confirmed and replicated. The pmed was installed into a test system. The pemed had no boot with errors 651 and 652. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the surgeon side console (ssc) foot pedal could not work intermittently. The surgeon pressed the pedal but could not activate the instrument intermittently during procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used a covidien valleylab fx8 generator to complete the procedure. There was no injury to the patient.